Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the pump unexpectedly reset earlier that day. The contact was giving the customer manual injections since the reset occurred. Customer was within target range at the time of the call. During troubleshooting with tandem technical support, the customer was able to reload a cartridge onto the pump and resume insulin delivery.